Event description:
It was reported that error in patient (core body) temperature in arctic sun device during live demo.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that error in patient (core body) temperature in arctic sun device during live demo.

Manufacturer narrative:
The reported issue was unconfirmed. Root cause could not be determined. The device was evaluated upon receipt. As the issue was unconfirmed. No issue found in instrument. Instrument found ok and working satisfactory. The reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. Based on the results of this investigations, no additional action can be taken at this time. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.